Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product. (B)(6).

Event description:
Reportable based on device analysis completed on 10-nov-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 20 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient was stable. However, returned device analysis revealed a hypotube break. Promus premier ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found a hypotube break at 435 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during analysis. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.